Event description:
A malfunction alarm was reported, and the customer noted at least three occurrences of the same issue with the pump, which is under warranty. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support to use an alternate form of insulin therapy via manual delivery injections while waiting for a replacement pump. The customer agreed to return the faulty pump using a prepaid shipping label and confirmed they understood how to store the pump properly before shipping it back.